Event description:
It was reported that a total of 22 patients (male:8, female:14, average (B)(6) range 63-99 years) underwent a balloon kyphoplasty procedure (bkp) to treat osteoporotic vertebral fractures. Levels treated included t12 (n=8), l1 (n=6), l2 (n=3), l3 (n=3), and l4 (n=2). In all cases, it was reported that the operating time averaged 47.8 min (30-69 min) and blood loss was very low and could not be measured. It was reported that a perioperative complication occurred with one patient in which a "cerebral embolism occurred after surgery", but, according to the report, "bkp was not the direct cause." No further information was provided.

Manufacturer narrative:
Literature citation: shigeto hiratsuka, kota suda, satoko matsumoto, seiji iimoto, aki ueda, masatoshi sanda, motoki komatsu, yasuaki toujou, katsuhisa fujita, akio minami. Clinical outcome of balloon kyphoplasty for osteoporotic vertebral fractures. J. East. (B)(4). Orthop. Traumatol; august 2012. Vol. 24(3); p 276. (B)(6). Total: 22 patients (male:8, female:14). Date of event is unknown. (B)(4). (No known device problem), (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.